Manufacturer narrative:
The insulin pump was received with operating currents within specification. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit alarmed power loss, failed battery test and low battery alarms due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electronic board, pump was monitored and functioned properly. Unit received with fading serial number label. The insulin pump was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
The aware date provided with follow-up report # 1 was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). The insulin pump was received with operating currents within spec. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump alarmed power loss, failed battery test and low battery alarms due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with fading serial number label, minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call the insulin pump had unexpected battery power loss. The customer's blood glucose was unknown at the time of incident. The customer stated received replace battery now alarm and replaced the battery twice within the last two days. The issue was not resolved with troubleshooting, customer requested a replacement insulin pump. The insulin pump will be returned for analysis.